Event description:
New information received states that the patient presented in clinic for routine follow up. It was suspected that the cause of early battery depletion could have been due to previously performed high voltage programming. No patient symptoms were reported and the patient was stable before, during and after the procedure.

Manufacturer narrative:
The device was tested at the bench . A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. Patient was stable. No further information is available at this time.